Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 7 (cat7), a 7fr non-penumbra sheath and a 9fr non-penumbra sheath. During the procedure, the physician inserted the 7fr guide sheath into the patient and advanced it just proximal to the popliteal artery. Next, the cat7 was advanced through the sheath; however, when the physician tried advancing the cat7 further into the target location, the proximal end of the cat7 kinked and the cat7 would not advance further. Therefore, the cat7 and the sheath were removed. The physician then decided to use the 9fr guide sheath. While advancing the same cat7 through the sheath, the physician encountered the same issue and was not able to advance the cat7 due to the kink in the proximal end. Therefore, the cat7 was removed. The procedure was completed using a lytic catheter and the 9fr guide sheath. There was no report of an adverse effect to the patient.